Event description:
Info was rec'd in 09/2005 from a physician via a sales representative regarding a pt with unknown medical history and prior synvisc injections six months ago. The pt experienced large effusion in one knee and high white blood cell count. The pt completed first and second injections in 08/2005. The pt rec'd two injections of synvisc into an unspecified knee in 08/2005. Within 24 hours after the pt's second injection, pt had a large effusion in the knee. The knee was aspirated and 100cc of fluid was removed. The synovial fluid had a high white blood cell count but the culture taken was negative. The pt was given a steroid injection and the event resolved within five days. At the time of this report, the pt had recovered.